Manufacturer narrative:
(B)(4): results: (thrombosis & revascularization).

Event description:
There were 4 endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure, one in the proximal lad, two in the mid lad and one in the distal lad. There was a revascularization carried out approximately 3 weeks post index procedure and the patient had an additional endeavor sprint rx stent implanted in the 1st left posterolateral branch. Patient was asymptomatic/free of symptoms at 1 month and 3 month follow ups. It is reported that the patient suffered with coronary artery stenosis approximately 8 months post index procedure. It is reported that the patient suffered stent thrombosis, diagnostic angiography was carried out and there was a revascularization carried out. The patient was hospitalized for approximately 2 weeks but recovered with treatment. In the opinion of the investigator, the event was not related to the study device or the study procedure. Patient was asymptomatic/free of symptoms at 1 year follow up. (Ref MFR #s 2953200-2011-00209, 2953200-2011-00210, 2953200-2011-00211 and 2953200-2011-00212).